Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that patient lost therapy as the ipg reached end of service (eos). It is unknown if the ipg prematurely depleted. Surgical intervention was undertaken wherein the ipg was explanted and replaced. Post-operatively, therapy was established.